Event description:
Date of explant updated.

Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
T was reported to nevro that the patient had difficulty walking. The physician believed the symptoms may have been due to the implant surgery and were not device related. The device was removed. And the patient is currently recovering in an assisted living facility. There have been no reports of further complications regarding this event.